Event description:
It was reported by the patient that while the patient was in (B)(6) they fell and went to emergency room. Patient said they had multiple symptoms. It was also reported that the physician stated the patient's symptoms were not device related. It was further reported that the device had early battery depletion and that the right ventricular and left ventricular leads had threshold issues. The device and both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.